Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the pace/sense portion of this right ventricular (rv) lead was capped due to low amplitude. No additional information was provided. No additional adverse patient effects were reported.